Manufacturer narrative:
The subject device was returned to the service center for evaluation of the reported "tip of the eris-cf25 sheath broke off¿. The evaluation confirmed the black ceramic insulation tip (beak) at the distal end of the device which is a cylinder shape extended about 5mm from the tip of the sheath; therefore, the missing fragments could vary in length. A visual inspection under a microscope found the remaining portion of the beak inside the device had a hair line crack and jagged edges. However, there was evidence of adhesive indicating the beak had been glued properly. Additionally, there were multiple scratches on the distal tube, and deep/large indentations along the tube sheath, missing red dot on the shoulder screw, corrosion on proximal end of the tube and a cold solder joint as it had been repair by a third party. The locking mechanism is functional. Based on the evaluation findings, the jagged edges and cracks on the remaining beak inside sheath are an indication of physical damage due to an impact. Applying excessive force on the instrument during insertion or removal or hitting the tip against other instruments will cause the insulation tip to break. The instruction manual provides warning that states, if the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip.

Manufacturer narrative:
The device was returned but the evaluation is in progress. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during the middle of a transurethral resection of a bladder tumor (turbt), the tip of the inner sheath broke off inside the patient. The broken piece was successfully extracted. There was no unexpected bleeding to the patient. The procedure was prolonged by 2-5 minutes as the procedure was completed using a different resection equipment set. No patient injury was reported. In addition, the patient did not require a longer stay or additional procedure.